Event description:
The user facility reported a 68-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the staff were unable to increase the impella past p3 due to continuous suction alarms. Echo was showing correct placement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The data log shows several suction alarms during the case. The doctor took a stepwise decrease in the p-level after seeing the suction alarms. There were no motor current spikes or placement signal trends noted during the suction event. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.